Manufacturer narrative:
The consumer did not wish to provide any further details after the initial report. The device was not returned for evaluation and no medical report was provided as part of the investigation. At this time, no link has been established between the adverse event and the use of the slender tone device.

Event description:
Consumer reported a shocking sensation during device use and also reported feeling a burning sensation. Consumer reported a half-inch burn on her skin.